Event description:
During service of device MFR found a no cycle with ac led only and constant single tone alarm due to a burnt electrical connection and transistor q13 on the motor board being out of specification. Replaced q13.